Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus and required maintenance. A field service engineer (fse) assisted client remotely to troubleshoot, matrix drawer controller board was partially disconnected. Client reseated the connector successfully, service restored, and hardware test application tests were completed. The system functioned as intended after the field service engineer assisted the client.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer was not accessible and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.